Manufacturer narrative:
Immucor pi lab confirmed reactivity of retention anti-k mono ser 2 lot 926019 with 6 heterozygous k pos cells using retention panocell-20 lot 32260 (cells 2, 5, 6, 13 and 17) and retention panosreen iii lot 31246 (cell I). Controls performed as expected. Positive reactions exhibited 2+ reactivity when incubated for 2 min at rt. Positive reactions also exhibited 2+ reactivity when incubated for 10 min at rt. Retention product performed as expected.

Event description:
A customer reported an unexpected negative result when testing with anti-k (human monoclonal) series 2.